Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nurse was getting alert 05 (water reservoir empty) in the arctic sun device. And when nurse tried to fill the machine, it was not accepting water. Mss confirmed whether the tubes were disconnected from fluid delivery line, and they were disconnected. Nurse could hear the pump turning off and on. Nurse tried to restart machine and flow rate primed or stopped. Nurse stated system hours were 11807, pump hours were 11176, inlet pressure was -0.1psi, flow rate was 0 lpm, circulation pump command was 100 percent. Nurse stopped therapy, emptied, and disconnected pads and placed the device in manual control. There was no change in diagnostics. The device showed alert 41(low internal flow). It seemed like the circulation pump may need to be replaced. Per sample evaluation results received on (B)(6) 2022, it was noted that the neutral connection between the main ac voltage circuit card and the power inlet module shows signs of electrical overstress. It was stated that both the evaporator outlet tube and the double bend tube to the manifold were found to be expanded beyond specification. It was also stated that the tank seals showed signs of cracking and splitting.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported.

Event description:
It was reported that the nurse was getting alert 05 (water reservoir empty) in the arctic sun device. And when nurse tried to fill the machine, it was not accepting water. Mss confirmed whether the tubes were disconnected from fluid delivery line, and they were disconnected. Nurse could hear the pump turning off and on. Nurse tried to restart machine and flow rate primed or stopped. Nurse stated system hours were 11807, pump hours were 11176, inlet pressure was -0.1psi, flow rate was 0 lpm, circulation pump command was 100 percent. Nurse stopped therapy, emptied, and disconnected pads and placed the device in manual control. There was no change in diagnostics. The device showed alert 41(low internal flow). It seemed like the circulation pump may need to be replaced. Per sample evaluation results received on 05-aug-2022, it was noted that the neutral connection between the main ac voltage circuit card and the power inlet module shows signs of electrical overstress. It was stated that both the evaporator outlet tube and the double bend tube to the manifold were found to be expanded beyond specification. It was also stated that the tank seals showed signs of cracking and splitting.